Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that a stent profile problem occurred. The target lesion was located in the severely tortuous deep vein thrombosis. A 14 x 90mm x 75cm wallstent-uni endoprosthesis was deployed for implantation. However, it was noticed that the stent had too much elongation after it was implanted. The stent delivery system was removed and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.